Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He stated posterior capsule opacification has been observed. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested by 01/17/2012 and 02/07/2012 fax, phone and mail. A completed questionnaire has not been received. (B)(4).